Event description:
On (B) (6) 2008, a pt with rsd of the right foot was implanted with dual percutaneous leads. It was reported that the pt complained of over stimulation. On (B) (6) 2010, the dr replaced the percutaneous leads with a surgical lead. The percutaneous leads did not have any irregularities and were functioning fine. The leads had migrated into the gutter and the pt was receiving over-stimulation. On the evening of (B) (6) 2010, it was reported that the pt was at home and felt severe over stimulation/shocking. The pt fell out of their chair and to the floor. The pt reported the symptoms were similar to a "seizure." It took about 5 minutes before the pt was able to call 911. The emt was able to turn off stimulation with the magnet. Emt stated pt was drenched from sweat from his neck down and his hands were curling in, as if having a seizure. On (B) (6) 2010, the clinical specialist (cs) met with the pt at the hospital. Diagnostic impedance showed contact 8 was high. X-ray verified the connections were intact and that the lead may have moved left. Programs 1-6 for the previous percutaneous lead were removed so the pt could not inadvertently use the old programs.

Manufacturer narrative:
Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.